Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulty to remove and balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the distal left anterior descending coronary artery that was moderately tortuous and moderately calcified. When a tenku rx 3.5 x 15 mm balloon dilatation catheter was inflated for the first time, the balloon ruptured. Correct pressure was applied per the instructions for use. It was reported that there was slight resistance felt during removal of the protective sheath. The device was replaced with a non-abbott balloon catheter to complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.